Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by stomach pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing, duration was not reported) and fortum injection (1gm, per day, intraperitoneal, ongoing, duration was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.